Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There is no medical device type for this device as we don't know the catalog # and therefore we don't know what the device is. (B)(4). PMA / 510(k) #: there is no 510(k) for this device as we don't know the catalog # and therefore we don't know what the device is. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, (B)(4) has been listed and (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that the ts2 tubes have clotting issues.